Event description:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("essure unilateral left partial perforation/ embedment ") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3, menorrhagia and postpartum state. Reporter denied previous ectopics, c-sections, spontaneous abortion, and voluntary pregnancy termination. She was not breastfeeding at time of essure insertion. Previously administered products included for an unreported indication: previous iud. Concurrent conditions included body mass index normal, analgesia and general anaesthesia. Concomitant products included propofol for analgesia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal by laparoscopic method). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device and abdominal pain had resolved. The reporter provided no causality assessment for abdominal pain and embedded device with essure. The reporter commented: the essure insertion and the visualization od tubal os were easy, no fluid loss during hysteroscopy more than 1500 cc. The procedure took more than 40 minutes. No complaints immediately after insertion. Patient left town for family emergency and did not follow up for more than 1 month. It was medically necessary to remove essure. Reporter denied pathology results, signs of infection or inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . No abnormal findings prior to insertion. On (B)(6) 2016 unilateral left partial perforation was diagnosed by laparoscopy, no organ or intra-abdominal structure perforated. The perforation occurred with coil after deployment. The right coil was in corrected position in tube. The essure confirmation test was not done. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 28-jun-2017: questionnaire of uterine/tubal perforation with essure was received. New event "abdominal pain" was added. Historical conditions was added. Unilateral left perforation was diagnosed by laparoscopy, no organ or intra-abdominal structure perforated. Essure removed on (B)(6) 2016. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.